Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the instrument was visually inspected externally for damage that could be attributed to the customer specified fault and no abnormalities or damage was found. The plug body was then dismantled and the moisture indicator had been triggered showing fluid ingress. Excess fluid was found in the plug body. Also, evaluation found the light guide lens was chipped and discolored, the objective lens was chipped, the distal end was damaged, the bending section cover glue was worn out, angulation was reduced, and the angle was skipping during angle operation. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had an image fault when preparing the scope for use. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed, there was no image and an e315 unsupported scope error message was displayed. The report is being submitted due to the e315 error message and no image displayed found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, from which water invaded the scope connector which caused damage of internal electronic parts. Consequently, the error message was indicated. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may decrease/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.